Event description:
The husband called the paramedics and when the paramedics arrived the patient was given intravenous treatment with dextrose sugar.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was asleep when she experienced low readings. No symptoms were reported, and it is not known what triggered the husband to take a fingerstick, but when a fingerstick was taken, the cgm was reading 199 mg/dl and the blood glucose reading was 45 mg/dl. The husband called the paramedics and when the paramedics arrived the patient was ¿put on¿ a dextrose treatment with sugar. The patient stated that multiple blood glucose readings were taken during the treatment, and that eventually the blood glucose got back to normal, no specific blood glucose reading was reported. At an unknown point during this, the cgm reading was ¿still¿ 307 mg/dl. It was not reported that the patient needed to be brought to the hospital, and at the time of the report the patient had recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.